Event description:
A malfunction alarm was reported, identified by the code 0-0x277d. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset.